Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, r-waves decreased from 7.5 mv to 2.75 mv, ventricular lead impedance went from 600 ohms to 490 ohms and there was intermittent loss of ventricular capture at 3.5 v, 1.0 ms. On (B)(6) 2010, fluoroscopy revealed right ventricular lead dislodgement. The lead was successfully repositioned at the right ventricular septum.